Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from a single pt samples that were generated by the access 2 instrument. The ER pt samples were tested for accu tni and results in the range of 3.51ng/ml to 7.47ng/ml were obtained. Per customer, the results were from multiple draws, but they could not confirm which results belong to what specific draw. The results were not reported out of the lab. On the same day, the customer re-poured original samples and re-tested for accu tni and the results were: 2.50ng/ml and 3.54ng/ml. It is unclear which samples were re-poured. The customer indicated that they tested the pt sample for troponin on the I stat instrument in their lab and obtained a negative (0.03) result. Units and sample info were not provided. In addition, the pt sample was tested for troponin on the I stat instrument in the ER and the result was 0.00. Again, units and sample info were not provided. There was no pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within spec prior to the event. Sys check conducted before the event, on 02/21/07, partially failed and customer performed hardware adjustment and then repeated the sys check which passed with some parameters being at the high end limit. Two sys checks were performed after the event and the results passed within specs. Based on available info, there were no related event log errors at the time of the event. However, it was noted that the customer experienced difficulties with the sys several days prior to the event in 2007. A field svc engineer (fse) was dispatched to the customer's lab three days later. The fse performed a preventive maintenance (pm) to the instrument. The fse replaced mixer belt. The fse performed diagnostic testing and all results met specs. The fse verified repair per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.